Event description:
The customer reported an invalid input signal error message and the system would not boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software, flash memory and calibration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.